Event description:
During a test run, the physicist pressed the couch out button. Before the routine was completed (shielding doors closed), the physicist was able to initiate a mcu reset in the software at which time the couch stopped before reaching the end of travel (not fully out) and the shielding doors did not close.

Manufacturer narrative:
If the user resets the control unit when the control system is moving, the couch out or while the shielding doors are being closed, the movement will immediately stop and the pt may be exposed to unplanned radiation. The user can avoid this problem by waiting to reset the control unit until the couch is fully retracted and the shielding doors are fully closed. Corrective action: an important notice - technical note was issued in 8/06 alerting the customers of the potential problem with error handling. Solution - an upgrade kit will be created and implemented on the effected leksell gamma knife c1.2/4c systems.